Event description:
On (B)(6) 2013, mpxr 123528 (rep): it was reported that the patient felt a shocking sensation. It was described as a ¿current pulse¿ and was felt in her arm and upper part of the body. It was initially stated that the stimulator was off. It was also stated that the recharger was unable to charge the stimulator. This was described as ¿never more than 8 blank boxes for efficiency.¿ a troubleshooting operation was planned. It was further reported that the patient was receiving effective therapy, but the patient was afraid she would feel something like a ¿current pulse.¿ it was speculated that the stimulator may be implanted too deep. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4): analysis of the pocket adaptor found no anomaly. The impedance on all the contacts ranged from 48.5 ohms to 51.2 ohms. There were no shorts (dry condition).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that impedances on c/0, c/1, c/2 and c/3 were over 40,000 ohms. The pocket adapter was replaced and it was thought that the patient would be ok.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that it was thought that the device was a ¿little bit too deep.¿ the device could be charged intra-operatively without any problems. The device was not deeper than 8 mm after the procedure.